Manufacturer narrative:
E1: patient city: (B)(6), patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. The patient mother reported that her son experienced high blood glucose levels which was 520 mg/dl, therefore patient had changed infusion set a few times which occurred on (B)(6) 2025. No further information was available.